Event description:
Device analysis was performed on the returned damaged electrode that was not heating. The complaint was confirmed. The shaft of the electrode was found to be completely separated from the hub. The probable cause is unintended use error caused or contributed to event. The separated shaft was likely due to unintended excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft.